Event description:
Two years after the index procedure, the pt died. The cause was reported to be heart failure. The indication for the index procedure was that, this pt was admitted to the hospital with a diagnosis of a q-wave mi. The pt was taken emergently to the cardiac cath lab, where angiography revealed a lesion in the proximal lad. The lesion was irregular, concentric, with little or no calcification and free of thrombus. There were no difficulties in accessing or wiring the vessel noted. The lesion was predilated with a 2.5 x 15mm balloon to a maximum inflation pressure of 10 atms. A 3.0 x 18mm cypher stent was was deployed to a maximum inflation pressure of 16 atms with satisfactory results. The stent was not post-dilated. Residual stenosis was reported to be 0%